Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that while preparing to do the fra treatment, they noted mold and corrosion on the grounding pad. Another pad was used for the procedure. No pt injury occurred. Initial eval of the incident pad found it was degraded and did not have continuity.